Event description:
It was reported this drainage catheter was successfully placed. Post placement, 100% dehydrated alcohol was injected through this catheter. A nurse approximately 3 hours post placement, noted that this drainage catheter had broken. The fractured catheter segments were successfully retrieved and another catheter placed for continuation of treatment. No pt complications resulted from this event. The device has been rec'd, evaluated and retained by this MFR. The engineering evaluation indicated the device was rec'd in three pieces. The first catheter section measured approximately 2.5cm and fracture on both ends was jagged and uneven. The second portion of the catheter measured 1.5cm and displayed a longitudinal fracture the length of the catheter segment. The third section measured 1cm in length and was fractured at the proximal end. A lot history search was performed and revealed no other complaints to date on this lot number. The co's f/u revealed alcohol was injected into this catheter. This device is a drainage catheter and the co's directions for use outline appropriate usage of this device. Co believes the non-indicated use of this device contributed to this event and did not attribute it to this device.